Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient woke up in the middle of night to use restroom and returned to her room and noticed blood all over her clothing and bed and questioned if pump should have sounded with alarm. Rph reported that high pressure alarm should sound if blockage or clot in line and she reported it did not alarm that night. No adverse patient effects were reported by the customer, the patient has a backup device and was able to continue the life sustaining therapy and the outcome was resolved.

Manufacturer narrative:
Other text: medwatch number: mw5146785. Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Event description:
It was reported that the patient woke up in the middle of night to use restroom and returned to her room and noticed blood all over her clothing and bed and questioned if pump should have sounded with alarm. Rph reported that high pressure alarm should sound if blockage or clot in line and she reported it did not alarm that night. No adverse patient effects were reported by the customer, the patient has a backup device and was able to continue the life sustaining therapy and the outcome was resolved.